Manufacturer narrative:
(B)(4).

Event description:
Device reprogramming was done to treat episodes of this type in the future.

Event description:
It was reported that the patient was symptomatic, experienced fast non-sustained ventricular rates, and was externally defibrillated. The clinician questioned why the device did not treat the episodes. The medical equipment technical representative and clinician discussed the episodes and it was determined that the device behaved normally. It recorded the episodes, but because they did not meet the number of intervals to detect (nid), they were classified as non-sustained and therapy was not delivered. Device reprogramming was suggested to treat episodes of this type in the future. The device remains in use. No further patient complications have been reported as a result of this event.